Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 40 to 50 mg/dl at the time of the incidents. The customer also reported getting highs in the 300 to 400 mg/dl range. The customer used food and was given glucagon to treat the low, and the pump to treat the highs. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.